Manufacturer narrative:
The field service engineer replaced the data acquisition (da) board to address the reported problem. Failure analysis on the returned data acquisition (da) board shows that the data acquisition pcba was tested and no failures were identified.

Manufacturer narrative:
This is pending repair details. The customer was contacted requesting for patient information and event date, but no response received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator shut while on patient with pressure regulation error. The customer reported that the unit was in use on patient, but there was no patient harm reported.